Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after removal of the third balloon catheter (bc)/sprinter legend from the 6 fr. 100 cm. Vista brite tip jr4 guiding catheter a fibrous material was noted/present on the balloon catheter. The procedure was completed successfully. There was no reported patient injury. The physician's comment was that the procedure was conducted as per normal with no resistance/friction noted; however, when a flextome cutting bc was used the inner lumen of the guiding catheter might have been damaged/inner lumen separation occurred. The target lesion was unknown. The target lesion was reported to be: de novo, moderately calcified, and severely tortuous. The product was inspected prior to use and appeared to be normal. There was no additional patient information available. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was returned for evaluation; the fibrous material was not received. (B)(4): the product was returned for inspection. One non sterile unit of 6f .070 jr 4 100cm was received coiled inside of a plastic bag for analysis. The catheter shape looks relaxed, no other visual anomaly were observed on the received unit. The fibrous material mentioned in the event description was not received together with unit, just a picture of the unknown material was received. The catheter inner lumen was inspected using a borescope device in order to find any type of damages related to coating (lifted ptfe) and no anomaly was observed. The entire catheter was sectioned longitudinally in order to confirm what was previously seen through the borescope; the sectioned catheter was observed on the microscope and vision system, the entire coating (ptfe) was found adhered correctly to catheter wall as expected. The ftir analysis to identify the source of unknown material reported by the customer was not performed since it was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of coating delaminated could not be confirmed as the device was received and analyzed and no damage was found to the inner lining of the catheter. Without the return of the fibrous material it is not possible to determine the source of the material. With the information provided it is not possible to draw a conclusion about a clinical relationship between the device and the event. There is no indication in the analysis and the device history review or the reported information to indicate that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after removal of the third balloon catheter (bc)/sprinter legend through the 6 fr. 100 cm. Vista brite tip jr4 guiding catheter a fibrous material was noted/present on the bc. The procedure was completed successfully. There was no reported patient injury. The physician's comment was that the procedure was conducted as per normal with no resistance/friction noted; however, when a flextome cutting bc was used the inner lumen of the guiding catheter might have been damaged/inner lumen separation occurred. The target lesion was unknown. The target lesion was reported to be: de novo, moderately calcified, and severely tortuous. The product was inspected prior to use and appeared to be normal. There was no additional patient information available. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted.

Manufacturer narrative:
Gw: rinato; bc: tazuna 2.0/10mm, flextome 4.0/10mm, sprinter legend 2.5/20mm;sheath: medikit super sheath 6f 25cm. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.